Manufacturer narrative:
Product complaint # (B)(4) a review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an (B)(6) 2014 and topical skin adhesive was used. Employee cracked ampule to start applying it to the patient when she received a cut from the glass on the ampule.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: ¿a surgeon pulled data from the FDA maude database and emailed to ethicon. The information was reconciled and the following report was unable to be located in our legacy systems as the information was limited. Therefore this complaint was created to capture: 4127981 / 2014/08/12 / dermabond this medwatch report is in response to receipt of a voluntary medwatch report 4127981. As no contact information has been provided, no follow up can or will be performed at this time. Should further details be provided, the file will be updated accordingly. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.